Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call air bubbles anomaly inside the reservoir and high blood glucose. Customer's blood glucose level was 530 mg/dl. Customer treated their high blood glucose but they were not present to troubleshoot the device. Customer's mother advised the patient had issues with bent cannulas. Customer's mother advised they would call back to troubleshoot their high blood glucose and the insulin pump when the patient was present.